Event description:
It was reported that during routine check, cardiosave hybrid type e/f plug intra-aortic balloon pump (iabp) the backup batteries were not charging. No patient was involved and there was no harm reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Event site city: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes, health effect ¿ impact codes),h11. Corrected fields: e1 (event site address), h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. To solve the issue, the fse replaced the cart bulk power supply. All functional and safety tests were performed and were met to the factory specifications.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during routine inspection of cardiosave intra aortic balloon pump, it was discovered that the backup batteries were not charging. No harm reported.